Event description:
It was reported that the insulin pump shut off without alarming low battery. The blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number form the medtronic (B)(4).